Manufacturer narrative:
On (B)(4) 2014, a field service engineer (fse) evaluated the instrument and replaced the hemoglobin lens, lamp and preamp to address the hemoglobin issue.

Event description:
The customer reported a hemoglobin test result for one patient sample was discrepant between the initial results and a rerun or redraw result when using the coulter act diff 2 analyzer. The initial test result was reported out of the laboratory, however, there was no report of affect to patient treatment. There was no death or injury reported in association with this event.